Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet generated a vsense audio/vibration alert 72 followed by multiple restart alerts, and the device was replaced. Outcomes included use of backup therapy and continued cgm monitoring. Investigation included review of device alerts and receipt and inspection of the returned device. Investigation of this case revealed a device malfunction associated with recurrent restart and vsense alerts, prompting replacement of the pump; no injury, hospitalization, or ketone-related treatment was reported. It was concluded due to the intermittence of the alert and no faulty internal component found, the cause of the failure was unable to be determined.